Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed. The device was delivering properly. There was no known cause of the reported issue, and no further action was taken.

Event description:
It was reported that there was an overdose. Requesting to check for the flow rate accuracy. The event occurred during patient use at the facility. No patient harm/adverse reported.